Event description:
It was reported that a device related thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. The patient was taking eliquis aspirin post procedure. On (B)(6) 2020 the patient presented for their 45 day transesophageal echocardiography (tee) follow up which revealed a device related thrombus. The patient will continue taking eliquis and aspirin until their next follow up in eight weeks.